Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer reported via phone call that the insulin pump had some parts missing and cracks at around reservoir compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.